Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the dimensions of the broken screws were checked (as far as measurable) using a sliding caliper and found to be in accordance with the technical drawing of the producer. The examination of the raw-material inspection sheet and the manufacturing papers of all screws showed that the chemical composition, microstructure and mechanical properties of the stainless steel implants were in accordance with the international standards. The examination of the manufacturing papers showed no deviation from normal conditions or rather any irregularity of the production process. Screw broke at the fourth pitch. After breaking, the fragments rubbed against each other causing light destruction of the fracture surfaces (shiny surface, abraded areas). All three screws showed a primary and a secondary fracture initiation zone. This is an indication for two-sided bending loads. Furthermore the screws showed a pattern of ripples or fatigue striations at the crack propagation zones and almost over the entire surface. Sem observations and findings indicate that the screw failures were caused by fatigue and overload. A failure resulting from either a material defect or the manufacturing process can be excluded.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt who experienced a mva in (B)(6) 2012 had a right femur fracture and a diaphyseal crushing trauma on his left foot. Pt was treated with lcp plate, locking screws and cortex screws. On (B)(6) 2012 pt was lying and when he turned to the right he felt a click and pain, not paying attention but the next day he felt excruciating pain. Pt had an x-ray date unk that showed two cortex and one locking screw was broken. The hardware was removed on (B)(6) 2012. It is not known if pt was revised to additional hardware. No further info was available. This is 2 of 3 reports.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.